Event description:
It was reported that the nurse stated they had a patient cooling on the arctic sun device. The device had turned off on its own, so the nurse moved the plug into a medical grade outlet. Nurse stated that after the patient was above the target on the pads and patient felt warm. The ordered targeted temperature was 36 degrees celsius they adjusted the targeted temperature to 33 degrees celsius to saw if the patient would cool more. Confirmed with nurse they had four pads connected with adequate coverage, no exposed abdomen. Water flow rate was 3.2 liter per minute and water temperature is 5.5 degrees celsius. Walked through accessing system diagnostics, outlet monitor temperature was 5.1 degrees celsius, outlet control temperature was 5.1 degrees celsius, inlet temperature was 6.5 degrees celsius, chiller temperature was 3.6 degrees celsius, circulation pump commanded 80 percentage, mixing pump commanded 100 percentage, heater 0 percentage, system hours 174, pump hours 138. Nurse confirmed patient was visibly shivering. Informed nurse the patient was generated heat which was likely why the patient was above the target before. The water temperature was very cold and was responding appropriately. Informed nurse to consult the provider or their shivering protocol to treat the patient shivering such as warm blankets, bair hugger etc. Also discussed with nurse 36 degrees celsius was around the shivering threshold. Because this was the target temperature the device was trying to keep the patient at, the patient might be more prone to shivering. Discussed half a degree tolerance for the device. Suggested nurse keep an eye on patient and leave the target temperature set to the provider¿s order. Encouraged nurse to call back with any issues. Per additional information received on (B)(6) 2023. Spoke with charge nurse who confirmed patient completed therapy with no further issue. Sedation was administered to control shivering. She denied providing the medication names. Pads were size large and disposed off. Device remained in service without evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse stated they had a patient cooling on the arctic sun device. The device had turned off on its own, so the nurse moved the plug into a medical grade outlet. Nurse stated that after the patient was above the target on the pads and patient felt warm. The ordered targeted temperature was 36 degrees celsius they adjusted the targeted temperature to 33 degrees celsius to saw if the patient would cool more. Confirmed with nurse they had four pads connected with adequate coverage, no exposed abdomen. Water flow rate was 3.2 liter per minute and water temperature is 5.5 degrees celsius. Walked through accessing system diagnostics, outlet monitor temperature was 5.1 degrees celsius, outlet control temperature was 5.1 degrees celsius, inlet temperature was 6.5 degrees celsius, chiller temperature was 3.6 degrees celsius, circulation pump commanded 80 percentage, mixing pump commanded 100 percentage, heater 0 percentage, system hours 174, pump hours 138. Nurse confirmed patient was visibly shivering. Informed nurse the patient was generated heat which was likely why the patient was above the target before. The water temperature was very cold and was responding appropriately. Informed nurse to consult the provider or their shivering protocol to treat the patient shivering such as warm blankets, bair hugger etc. Also discussed with nurse 36 degrees celsius was around the shivering threshold. Because this was the target temperature the device was trying to keep the patient at, the patient might be more prone to shivering. Discussed half a degree tolerance for the device. Suggested nurse keep an eye on patient and leave the target temperature set to the provider¿s order. Encouraged nurse to call back with any issues.